Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window and cracked case near the display window corners. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the patient had low blood glucose but not hospitalized. Customer's blood glucose was 66 mg/dl. The customer was treated with food. The customer has been experiencing low blood glucose for on and off for a week. The customer's wife reported also via phone call indicating that the insulin pump had damaged. Customer's blood glucose was 275 mg/dl. The customer stated the drive support cap is flush. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.